Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise resulting in inappropriate anti-tachycardia pacing (atp). X-rays were completed and the suspected cause of the oversensing was lead impairment. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is still being sought from the field representative for the model and serial number of this lead and associated implant date. This report will be updated once additional information has been obtained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise resulting in inappropriate anti-tachycardia pacing (atp). X-rays were completed and the suspected cause of the oversensing was lead impairment. The device system was subsequently explanted and replaced. This system is expected to be returned for analysis. No additional adverse patient effects were reported.